Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion with a bend of less than 45 degrees was located in the severely tortuous and moderately calcified distal right coronary artery to right posterior descending artery. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.